Manufacturer narrative:
(B)(4).

Event description:
It was reported " persistent high pressure alarms". To continue therapy, the pump console was switched for another one. No patient injury or consequence. The patient'c current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer submitted videos and photos for evaluation. The videos show the fluoroscopic view of the patient/iabc catheter, where the iabc bladder was noted not fully inflating. The photos show the ac3 iabp display screen with abnormal balloon pressure waveform, the pump generated strip with "high pressure" alarm, and the ac3 iabp display screen with multiple "high pressure" alarm. These photos are consistent with incomplete iabc bladder inflation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "persistent high pressure alarms" is confirmed based on videos and photos provided by the customer. No iabp part was returned to teleflex chelmsford for investigation. According to the service report, the field service agent serviced the pump and could not replicate the issue. The pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to high pressure alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " persistent high pressure alarms". To continue therapy, the pump console was switched for another one. No patient injury or consequence. The patient'c current condition is reported as "fine".

Event description:
It was reported " persistent high pressure alarms". To continue therapy, the pump console was switched for another one. No patient injury or consequence. The patent current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Section h.10 corrected to reflect uf/importer number see associated MDR # 3010532612-2024-00505. The actual device was not returned; however, the customer submitted videos and photos for evaluation. The videos show the fluoroscopic view of the patient/iabc catheter, where the iabc bladder was noted not fully inflating. The photos show the ac3 iabp display screen with abnormal balloon pressure waveform, the pump generated strip with "high pressure" alarm, and the ac3 iabp display screen with multiple "high pressure" alarm. These photos are consistent with incomplete iabc bladder inflation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "persistent high pressure alarms" is confirmed based on videos and photos provided by the customer. No iabp part was returned to teleflex chelmsford for investigation. According to the service report, the field service agent serviced the pump and could not replicate the issue. The pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to high pressure alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer submitted videos and photos for evaluation. The videos show the fluoroscopic view of the patient/iabc catheter, where the iabc bladder was noted not fully inflating. The photos show the ac3 iabp display screen with abnormal balloon pressure waveform, the pump generated strip with "high pressure" alarm, and the ac3 iabp display screen with multiple "high pressure" alarm. These photos are consistent with incomplete iabc bladder inflation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "persistent high pressure alarms" is confirmed based on videos and photos provided by the customer. No iabp part was returned to teleflex chelmsford for investigation. According to the service report , the field service agent serviced the pump and could not replicate the issue. The pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to high pressure alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " persistent high-pressure alarms". To continue therapy, the pump console was switched for another one. No patient injury or consequence. The patient'c current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Section h.10 corrected to reflect realted report number. The actual device was not returned; however, the customer submitted videos and photos for evaluation. The videos show the fluoroscopic view of the patient/iabc catheter, where the iabc bladder was noted not fully inflating. The photos show the ac3 iabp display screen with abnormal balloon pressure waveform, the pump generated strip with "high pressure" alarm, and the ac3 iabp display screen with multiple "high pressure" alarm. These photos are consistent with incomplete iabc bladder inflation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "persistent high pressure alarms" is confirmed based on videos and photos provided by the customer. No iabp part was returned to teleflex chelmsford for investigation. According to the service report, the field service agent serviced the pump and could not replicate the issue. The pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to high pressure alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " persistent high pressure alarms". To continue therapy, the pump console was switched for another one. No patient injury or consequence. The patient'c current condition is reported as "fine".